Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. Visual inspection found no discrepancies or other defects that would prevent the product from functioning. Functional testing was unable to confirm or replicate the reported event. No difficulty was detected during the priming and no alarms were activated. The root cause was unable to be determined as the reported event was not confirmed. A DHR was unable to be completed as no lot information was provided.

Event description:
It was reported that the infusion pump alarming air in line. The patient was detached from the infusion pump, and the line was re-primed to remove air. More air bubbles kept coming in to line. The rest of the antibiotic medication had to be wasted and a new infusion had to be set up. There was no patient injury reported.